Event description:
Customer reported going into a "low sugar shock" 2 years ago. Spouse heard customer babbling in customer's sleep and called 911. Emergency device = 20 mg/dl, however customer's device was not tested. Customer was taken to the e.r. And admitted to the hosp. Customer was treated for low blood glucose, however type of treatment was not provided. Customer stated not having many details since incident occurred so long ago. No controls were used. A request was made for return product and replacement product was sent.